Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 767 mg/dl. Customer went to the hospital on (B)(6) 2017. Customer experienced vomiting, high blood glucose levels, diabetic ketoacidosis and they were wearing the insulin pump at the time of the hospitalization. Customer¿s current blood glucose level was 193 mg/dl.